Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was 867 mg/dl. Customer was hospitalized and experienced diabetic ketoacidosis as a result of high blood glucose levels. Customer was vomiting, had a headache, a cold, a cough and they were wearing the insulin pump when they were hospitalized.